Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced post-meal hyperglycemia after announcing dinner when glucose was approximately 202 mg/dl, with glucose rising to about 275 mg/dl, followed by corrective insulin delivery overnight and a subsequent low glucose of 69 mg/dl; the user stated similar patterns occurred previously and requested an algorithm adjustment. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or impact, and the device was resumed after recovery; oral glucose was used to treat the low. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information regarding the device, and the medical device problem was recorded as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.